Manufacturer narrative:
The investigation was completed. (Tachycardia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia which was treated with an amio bolus. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.